Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white foreign material that was clogged in the nozzle, and was further presumed by the user to have been medical glue - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during maintenance, the evis lucera elite colonovideoscope had a clogged nozzle, and the angle was reduced. It was noted, the user suspected that tissue glue might be in the nozzle. The unit was not used on a patient. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed the nozzle was not deformed, white impurity was noted in the nozzle, and the angles were noted to be insufficient. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.